Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 4 devices had a sheared component. 1 device had a loose component. 1 device had a missing component. 1 device had a worn component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 7 malfunction events, where it was reported the brakes were not holding. No patients were involved.